Event description:
Discordant, false negative human chorionic gonadotropin (hcg) results were obtained on two patient samples on a dimension exl 200 instrument. The results were flagged by the instrument with hi a errors, indicating that the samples required dilution. The results were sent to the laboratory information system (lis) without the error messages, and the discordant results were reported to the physician(s). Both results were questioned by the physician(s), as they did not match the clinical pictures of the patients. The samples were rerun on the same instrument and the expected results were obtained upon dilution. The rerun results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) after obtaining hi a errors on two patient samples that were not received by their lis with the error messages. After evaluation of the instrument data, the tsc specialist discovered that the customer was using a siemens advia centralink, which received the results from the instrument and sent them to the lis. The hi a error messages had not transmitted to the centralink with the results. A siemens centralink tsc specialist worked with the customer to change the centralink configuration so that hi a error messages produced by the dimension exl instrument would be transmitted to the centralink. The customer then ran a patient sample that had resulted with a hi a error to verify that the error message transmitted to the centralink, which it had. The cause of the discordant, false negative hcg results was a configuration issue on the advia centralink. The instrument is performing according to specifications. No further evaluation of the device is required.